Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced overdose symptoms immediately following a refill on two separate occasions. The patient is now feeling better and her symptoms are beginning to subside.